Manufacturer narrative:
Hemorrhages at the site of occlusion are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.

Event description:
Patient was undergoing thrombectomy procedure for occlusion of left mca using penumbra max system. Patient had initially received IV-rtpa at an outside hospital before being transferred to stroke center for mechanical thrombectomy. Patient was revascularized from tici 0 to 2b using penumbra 5max ace reperfusion catheter and separator 3d with no observed complications. However, in the night following the procedure, the patient suffered from a large intraparenchymal hemorrhage. The patient expired the next day. The primary investigator at the site deemed the relationship to the hemorrhage and the penumbra system to be "probable" because it is a risk of reperfusion in general.